Manufacturer narrative:
A review of the device history record was performed and no similar concerns were found. The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed.

Event description:
According to the notice received by way of a civil action complaint filed on june 25, 2018, the patient was prescribed and implanted with an option retrievable ivc filter on or about (B)(6) 2014 by dr. (B)(6) at (B)(6) medical center in (B)(6). The patient had a scheduled retrieval procedure approximately 26 months later, on or about (B)(6) 2016 with dr. (B)(6). The physician was unable to retrieve the filter due to tilt, embedment and perforation. The patient underwent a second retrieval procedure approximately 7 months later, on or about (B)(6) 2017, where the physician was unable to retrieve the filter. The patient had a third scheduled retrieval procedure approximately 16 days later, on or about (B)(6) 2017 by dr. (B)(6) at (B)(6) hospital in (B)(6), in and the filter was retrieved. Argon¿s attorneys are attempting to gather additional information.